Event description:
Device was placed on 12/5/96 noted to be clogged, and cleared by irrigation on 12/7/96 and again on 12/13/96. Device removed 12/13/96 and found to have embolized. Subsequently, 2 pieces were surgically removed, 1/x 10.8 cm, from the axilliary vein.

Manufacturer narrative:
The catheter will not be sent back for examination. Co can therefore base the suppositions soleely on the info provided. The catheter was inserted on 12/5/96, and was being used, in the homecare setting, for the administration of i.v. Therapy. On 12/7/96 it was found to be clogged and was irrigated to clear the line. Again, on 12/13/96, it was found to be clogged and was again irrigated in an attempt to clear the line. It was not stated whether this was successfully cleared. The catheter was removed 12/13/96, and found to have empolised. Two pieces, 1 x 10.8cm and 1 x 8.8cm were subsequently surgically removed. It remains unk as to what size of syringe was used to flush/declot the catheter. The embolism(s) occurred during the attempts to clear the blockage, dec. 7 and 13, and/or during the attempt to remove the catheter, december 13. Syringes smaller than 5cc should not be used with these catheters, since smaller sizes syringes generate much higher pressures than larger sized syringes. Neonatal staff are well aware of this. However, this may not be generally known in the homecare setting. Co would suggest that whenever a patient is discharged to homecare with a catheter such as this, co distributor are notified, in order that co can ensure the homecare facility is sufficiently inserviced to look after these type of catheters. This is particularly important if the patient's family will be involved in caring for the catheter. In the case of a catheter which is difficult to remove, there are several remedial actions which may be attempted - altering the angle of the arm, warm compresses, gently stroking the vein down towards the insertion site, checking to see whether there is any granulation around the insertion site that may be preventing the catheter from coming out. If these measures fail, then the first 1" of catheter coming out of the insertion site, should be stretched to 2" - no more, and taped down. 12-24 hours later, the catheter can be again pulled gently to see if it will come out. If it still holds fast, surgical removal should be contemplated. On no account should the catheter be subjected to a continued pulling action.